Manufacturer narrative:
The hospital reported that the pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned. A correlation between the device and the patient¿s reported multisystem organ failure could not be determined through this evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating that the pt expired due to multisystem organ failure.